Manufacturer narrative:
The reported failure of the tubing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation it was noted that the active exhalation proportional valve test steps had failed on the device. The service technician evaluated and determined there was physical damage to the tubing kit had caused the active exhalation proport valve test step to fail on this device. In conclusion, the tubing kit was replaced to address this reported issue. The root cause is confirmed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the porting block, handle, exhaust fan, rear enclosure, enclosure gasket, front enclosure, base enclosure, labels (mac address, warning, and bluetooth), and top plate were replaced for physical damage unrelated to the reported issue. The rubber feet and dc inlet o-ring were replaced for missing on the device, which was unrelated to the reported issue. The device passed all final testing.